Event description:
It was reported stating that during a breast biopsy while attempting to deploy the marker the clear tip broke off. They changed markers and completed the case with no consequence to the patient.

Manufacturer narrative:
Date sent: 02/14/2008. Information anticipated, but unavailable at this time.